Event description:
Reportedly, the instrument placed staples on approximately 1cm of the lung tissue, before cease firing. As a result, a portion of the lung tissue was torn. Therefore, the surgeon completed the case without incident by using another 60-3.5mm sulu to continue the stapleline. Procedure: right thoracoscopy w/wedge excision of right upper lobe.